Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2026-03867. Correction: this MDR is being submitted to correct the submitted outcomes attributed to adverse event under b2, date of event under b3, date of this report under b4, describe event or problem under b5, date received by manufacturer under g3, type of reportable event under h1, health effect - impact code (f) and medical device problem code (a) under h6. Additional information - this MDR is being submitted to include the below: b2: outcomes attributed to adverse event, b3: date of event, b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, h1: type of reportable event, h6: health effect - impact code, medical device problem code.

Event description:
It was reported that the patient faced adhesive issue event on 23-feb-2025.

Manufacturer narrative:
Initial and final (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that the patient faced adhesive patch detachment event on (B)(6) 2026. The infusion set fell off during use. The patient had high blood glucose levels which was treated via correction bolus. No further information available.